Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-06408. It was reported that the patient's leads have high impedances. Surgical intervention is pending to address this issue.